Manufacturer narrative:
Product event summary: analysis could not confirm the report of a stylus issue. It was found that the power cord bay assembly latch was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen was not working on the display screen, even when multiple pens were tried. It was also reported that parts of the case were broken. The programmer has been returned for service. No patient complications have been reported as a result of this event.